Event description:
Information was received from the distributor regarding an event which occurred during t6-t11 spinal arthrodesis in a patient diagnosed with dorsal column fracture. It was reported that when the doctor was tightening the clamp he broke the tip of the wrench. No orifice came into contact with the patient. The patient was not harmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.